Event description:
(B)(4). Initial report: this spontaneous case report from spain was initially reported by a consumer to our local affiliate (B)(4). Initial and follow-up information received on 11-may, 18-may, and 30-may-09 reported by a physician, respectively were processed together. Based upon the follow-up information received on 18-may-09, this case initially considered as non-serious was upgraded to serious by the reporter due to persistent/significant disability/incapacity. This case involves a (B)(6) female patient who received one treatment of poly-l-lactic acid (sculptra) therapy in (B)(6) 2008 to both sides of her neck to correct wrinkles (additional treatment details nos). Relevant medical history included previous aesthetic treatments of botulinum toxin type a (botox) and hyaluronic acid, and nose surgery that resulted in sepsis (nos). Concomitant medications were not taken. Fifteen to twenty days after poly-l-lactic acid therapy, some lumps appeared on the right side of her neck. At the time of reporting, the patient noted 10 hard lumps described as the size of "lentils." Corrective treatment included distilled water injections. Additional information was not provided. (B)(4). On 11-may-09, the physician reported via a sales representative that triamcinolone (trigon depot) was injected. The nodules improved since they seemed to have "become soft." The reporter stated that the patient worsened due to an ultrasound treatment performed on an unknown date. On 18-may-09, the physician reported that there was a possible interaction between poly-l-lactic acid and previous esthetic treatments (radiofrequency, ultrasounds) as the origin of this event. Further corrective treatment included perilesional saline solution. The physician reported the event was serious due to persistent/significant disability/incapacity. Event term clarified as "multiple, superficial, fibrous, and unaesthetic nodules on neck." Details of treatment: date: (B)(6) 2008. Dilution volume: sterile water, 9ml. Amount injected: 3 ml. Batch number: a7021. Region injected: neck. On 30-may-09, the physician reported via a sales representative that the patient was recovering. The nodules became softer and only 4 or 5 are still visible. Perilesional saline solution was injected on (B)(6) 2009.

Manufacturer narrative:
Initial report: initial and follow-up information received on 11-may, 18-may, and 30-may-09 reported by a physician respectively were processed together. Based upon the follow-up information received on 18-may-09, this case initially considered as non-serious was upgraded to serious by the reporter due to persistent/significant disability/incapacity. A (B)(6) female received one treatment of poly-l-lactic acid (sculptra) therapy in (B)(6) 2008 to both sides of her neck to correct wrinkles. Relevant medical history included previous aesthetic treatments of botulinum toxin type a (botox) and hyaluronic acid, and nose surgery that resulted in sepsis (nos). Fifteen to twenty days after sculptra therapy, some lumps appeared on the right side of her neck. At the time of reporting, the patient noted 10 hard lumps described as the size of "lentils." (B)(4). On 11-may-09, the physician reported that triamcinolone (trigon depot) was injected. The nodules improved since they seemed to have "become soft." The reporter stated that the patient worsened due to an ultrasound treatment performed on an unknown date. On 18-may-09, the physician reported that there was a possible interaction between sculptra and previous esthetic treatments (radiofrequency, ultrasounds) as the origin of this event. Further corrective treatment included perilesional saline solution. The physician reported the event was serious due to persistent/significant disability/incapacity. Event term clarified as "multiple, superficial, fibrous, and unaesthetic nodules on neck." Details of treatment: date: (B)(6) 2008. Dilution volume: sterile water, 9ml. Amount injected: 3 ml. Batch number: a7021. Region injected: neck. On 30-may-09, the physician reported that the patient was recovering. The nodules became softer and only 4 or 5 are still visible. Perilesional saline solution was injected on (B)(6) 2009.